Manufacturer narrative:
The subject device was received and evaluated. Evaluation found flicker intermittent image. The pc board was noted to be not responding. Bending section of the device was found bent and damaged resulting in failed electrical continuity reading. Based on investigation, the reported customer issue was confirmed. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "image view is non-functional" . The issue was found during an unknown event. Event date was not provided. There was no patient harm, no injury reported due to event. Device inspection found intermittent/flicker image.